Event description:
Pt received a heart transplant in 2003. The xve-1437 pump was being prepared to be returned to thoratec corp for routine pump reimbursement. Upon inspection noticed outflow valve was calcified and inflow valve was torn.